Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they cannot sleep and their physician has not been helping them. Approximately seven months later, the patient reported that they are still having their sleep disrupted by their implantable cardioverter defibrillator (ICD). The patient stated their device was checked and ¿everything is fine with the device.¿ approximately five months later, the patient called again and stated their device is ¿faulty¿ and ¿almost killed me.¿ the patient stated they still cannot sleep due to pain. Follow-up attempts have been made to the patient¿s physician but no response has been received. The device is being reported in an abundance of caution due to the patient¿s allegations that the device is faulty. The device remains in use. No further patient complications have been reported as a result of this event.